Event description:
Pt was admitted for treatment of chronic neck pain, requiring surgery on (B)(6) 2010. While a cervical tumor was being removed, the surgeon used a nerve hook to elevate the nerve. Upon inserting the hook, the distal tip broke off and rested in the surgical site. The piece was safely retrieved and it, along with the hook, was removed from service. The surgery proceeded as expected, and the pt suffered no ill effects.